Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noisy image during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image not displayed. Based on the results of the investigation, a definitive root cause of the reported noisy image could not be established as it was not confirmed that there was a problem with the device. Additionally, the likely cause of the image not displaying, was traced to corrosion on the plug unit. Olympus will continue to monitor field performance for this device.